Manufacturer narrative:
The device was returned for analysis with the occ cable and torque device. The shroud of the optical (occ) cable was connected to the bench top testing equipment. The coefficient values of the device were confirmed to be programmed. Visual inspection revealed that there were numerous kinks throughout the body from distal to proximal, additionally the tip was found bent. The shroud of the occ cable was connected to the ffr link to verify the signal strength. There were no issues in connecting to the ffr link. The signal was present, and the signal strength and the zeroed led lights showed green, as designed. The green led lights indicated the wire was working properly. The device was then connected to the polaris (ilab) test equipment via bluetooth signal. The wire communicated to the polaris system and zeroed, as designed. With the wire inserted into the test pressure chamber, the wire transferred a pressure waveform to the polaris which indicates a functioning wire. The shroud of the occ cable was connected to the bench top testing equipment. The modulation was checked and was 14.9%. The wire was inserted into the pressure chamber. The pressure was increased to verify the sensor was indeed reacting to the pressure increases and decreases. The pressure sensor functioned as designed.

Event description:
It was reported that the procedure was canceled. A comet ii pressure guide wire was selected for use. Upon using the comet ii pressure guidewire, the blue line on the screen dropped out. They turned the system off then back on, they tried unplugging the wire then plugging it back in then they switched out wires and the problem still existed. The procedure was not completed. Due to this. No patient complications were reported.

Event description:
It was reported that the procedure was canceled. A comet ii pressure guide wire was selected for use. Upon using the comet ii pressure guidewire, the blue line on the screen dropped out. They turned the system off then back on, they tried unplugging the wire then plugging it back in then they switched out wires and the problem still existed. The procedure was not completed. Due to this. No patient complications were reported.